Event description:
It was reported that the left monitor went dim during the procedure and the image could not be made out easily. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The left monitor was replaced. The system was tested and found to be working as intended and placed back into service.